Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The pt's one touch ultra meter was set to the wrong units of measure (uom). The pt reported no injury, symptoms, or treatment. This product was new and out of the box. The label on this meter indicated the meter should have been locked into the mg/dl uom mode. It is not known whether or not the pt inadvertently changed the uom. This case is being filed as medical affairs became aware of a failure of this meter to be in the correct uom and non-user-changable. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. The meter was replaced.